Event description:
As reported, the autopulse li-ion battery (sn (B)(4)) status indicator illuminated 4 green leds when it was placed into the autopulse platform. However, the platform displayed a "replace/charge battery" message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Hold bt 1.18.22the reported complaint of the autopulse platform displayed a "replace/charge battery" when the autopulse li-ion battery (sn (B)(4)) was placed was confirmed during the functional testing and the archive data review. The root cause was due to one or more of the battery cells being unhealthy, likely caused by battery mismanagement and charging practice. No physical damage was observed and four green lights were lit on incoming inspection. The battery archive data review showed battery mismanagement and charging practice by the user. On (B)(6) 2021, the customer inserted the battery into the multi-chemistry battery charger (mcc) but charging was canceled or the customer see a red light on the mcc. The battery recorded an open-discharge-fet or 12-hour charging timeout. The customer pulled out the battery from the charging bay and immediately inserted it back and the battery recorded a cell under voltage error followed by a battery and clock reset with another preserved error message, likely caused by battery mismanagement, and charging practice. The battery capacity during this period is one amber light on the battery status bar. On (B)(6) 2021, the customer inserted the battery again in the mcc to charge and experienced the same result or the customer see again a red light on the mcc. On (B)(6) 2021, the battery was reconditioned and fully charged. The battery was last charged successfully on (B)(6) 2021, by the customer and was last used/inserted in the autopulse on (B)(6) 2021. During functional testing, the returned battery passed charging in a known good autopulse multi-chemistry battery charger (mcc), and the battery remaining capacity (rc) post cycle charge was equivalent to four green lights. However, when the battery was placed into the known good autopulse platform, the platform displayed a "replace/recharge battery" message, confirming the customer complaint. The autopulse power system user guide states: "do not remove a battery from the battery charger until its charging completes, or the battery's run time will be reduced. If a battery is removed during a test-cycle, the battery charger will automatically restart the test-cycle the next time the battery is inserted into it."

Manufacturer narrative:
The reported complaint of the autopulse platform displayed a "replace/charge battery" message when the autopulse li-ion battery (sn (B)(6)) was placed was confirmed during the functional testing and the archive data review. The root cause was due to one or more of the battery cells being unhealthy, caused by damaged/intermittent "open discharge-fet" on the battery management board as a result of the defective bay on the autopulse multi-chemistry battery charger (mcc). No physical damage was observed and four green lights were lit on incoming inspection. The battery archive data review showed on (B)(6) 2021, the customer inserted the battery into the multi-chemistry battery charger (mcc) but charging was canceled or the customer see a red light on the mcc. The battery recorded an open-discharge-fet or 12-hour charging timeout. The customer pulled out the battery from the charging bay and immediately inserted it back and the battery recorded a cell under voltage error followed by a battery and clock reset with another preserved error message, likely caused by a defective charger bay. The battery capacity during this period is one amber light on the battery status bar. On (B)(6) 2021, the customer inserted the battery again in the mcc to charge and experienced the same result or the customer see again a red light on the mcc. On (B)(6) 2021 battery was reconditioned and fully charged. The battery was last charged successfully on (B)(6) 2021, by the customer and was last used/inserted in the autopulse on (B)(6) 2021. During functional testing, the returned battery passed charging in a known good autopulse multi-chemistry battery charger (mcc), and the battery remaining capacity (rc) post cycle charge was equivalent to four green lights. However, when the battery was placed into the known good autopulse platform, the platform displayed a "replace/recharge battery" message, confirming the customer complaint.